Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during use. The home patient (hp) was connected at the time of the alarm. The home patient (hp) had disconnected before they called the registered nurse (rn) for help. The technical service representative (tsr) advised the rn to check the alarm log and it was noted that the alarm occurred a night before. The tsr explained the alarm to the rn. The hp would complete the therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.